Event description:
It was reported that over two days, the patient with this artificial urinary sphincter went from being continent to severely incontinent at levels close to pre-device implant. Imaging found no erosion or atrophy, but the urethra was not coapting where the cuff was placed. It appeared the pump was not fully refilling when squeezed. The patient was scheduled for a revision surgery. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, conclusion codes of known inherent risk of device and cause not established were assigned to this investigation.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) at our quality assurance laboratory, the component underwent a thorough analysis. The cuff component was visually inspected, microscopically examined, and tested for leaks. A pinhole in the cuff was identified in the shell consistent with wear at a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pump and balloon components were visually inspected, microscopically examined, and tested for leaks. No visual damage or abnormalities were found, and no leaks were identified in the pump and balloon. The pump and balloon were not functionally tested because of the identified malfunction in the cuff component. Based on the information available and analysis results, a mechanical issue was confirmed. This finding would affect the functionality of the device and would therefore be the most probable cause for the reported urinary incontinence issues. The reported patient symptom of incontinence is a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter, who had remained continent since implant, became severely incontinent over the course of two days. Imaging found no erosion or atrophy, but determined that the urethra was not coapting at the cuff location. Additionally, imaging showed that the pump was not fully refilling when squeezed. A pump issue was suspected due to the empty cuff and the acute onset of incontinence. The device was explanted and replaced. No further patient complications were reported.

Event description:
It was reported that over two days, the patient with this artificial urinary sphincter (aus) went from being continent to severely incontinent at levels close to pre-device implant. Imaging found no erosion or atrophy, but the urethra was not coapting where the cuff was placed. It appeared the pump was not fully refilling when squeezed. The patient had the aus replaced. No further patient complications were reported.